Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a piece of the head has fractured off, the fragment is shown in the picture. Lot number could not be confirmed from the picture. No further evaluation can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the pad of the impactor instrument fractured during the trialing process. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is complete as multiple attempts have been made; all available information has been reported.